Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient had symptoms of slurred speech. It was noted that the patient had been blacking out for approximately 4 years but had gotten worse lately to the point where he was admitted to the hospital on (B)(6) 2013. It was noted that the patient was still in the hospital. The reporter noted that patient was on depression and anxiety pills along with the treatments for his back. The patient reportedly saw a neurologist 3 years ago for his symptoms but the neurologist never followed up with the patient. It was noted that an MRI of the head and brain was being ordered for the patient. Additional information was requested, but it was not available as of the date of this report.